Manufacturer narrative:
Additional information: g3, h3, h6. The failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in damage to the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, a sales representative reported via email that the button from the inserter of an ar-2295 two-incision distal biceps implant system repeatedly fell off while loading or implanting the button. Another ar-2295 two-incision distal biceps implant system was opened, and the same issue occurred. This was discovered during a distal biceps procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 11/17/2025.